Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a charge circuit timeout alert tone triggered on the implantable cardioverter defibrillator (ICD). There was discussion on how to stop the charge circuit timeout tone since the patient and physician elect to leave the ICD. It was noted that the ICD has been at eri (elective replacement indicator) since 2017. The ICD remains in use. No patient complications have been reported as a result of this event.